Event description:
Customer called to report being admitted to the hosp. It was stated that the customer was at the recreational park when the pump was bumped. The reservoir door opened and the reservoir fell out. Customer believed that extra insulin was received. Additionally it was stated that while disconnected the pump was held upside down and the door did not open on its own. Device was not worn in a case. Customer declined offer to replace pump at this time.